Event description:
It was reported that the transmitter unpaired itself. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bluetooth icon was blinking during signal loss over one hour. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.